Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred and another device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician indicated the vessel should not have been too calcified. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded at the facility. The return of the device may have assisted in the investigation of the reported event. A cuff miss as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed and destructively tested as part of lot release testing. Reportedly, the physician indicated the vessel should not have been too calcified, indicating at least some amount of calcium was detected. A cuff miss can be caused by tissue being too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). The proglide instructions for use state: the safety and effectiveness of the proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A cuff miss can be influenced by several factors, including, but not limited to failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and not depressing the plunger to contact the body. The case information did not report any abnormal user technique that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported cuff miss and associated patient effects could not be determined. Review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database did not reveal a lot product quality deficiency.